Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hall mechanical heart valve was failing, with allegations that the valve leaflet was malfunctioning and required replacement. The patient representative reported that the physician indicated the heart valve, which was expected to last 40 years, only lasted 12 to 13 years. An audible valve clicking was noted. The patient was hospitalized due to the valve failure, and subsequently, the patient died after the reported valve failure. The cause of death was not received. Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed.